Event description:
It was reported that the patient faced Infusion set came loose due to Excessive heat caused extra transpiration, since patient reported high BG, Replacing infusion set and administered with bolus event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6),Patient Country: Belgium. Name- (b)(6). Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.